Manufacturer narrative:
During additional investigation, the console surgeon reported that the patient is recovering well with no further complications and has indicated that the cause of the bleeding has been undetermined. It is also unknown if the injury was caused by inital port placement. He went on to state that this type of event could also occur in traditional laproscopic techniques. The site had advised that the da vinci s surgical system did not malfunction in a way that would cause nor contribute to the patient injury. As of (B)(4), 2010, no adverse events or system malfunctions have been experienced with the site's da vinci s surgical system.

Event description:
It was reported that the patient underwent a successful and uneventful da vinci s right colectomy procedure. Two days post procedure, on (B)(6), 2010, the patient was taken back to surgery for internal bleeding at the hepatic flexure. The bleeding was stopped and the patient was brought to ICU. After recovery the patient was discharged home and is reported as doing well.